Event description:
An endeavor rx drug-eluting stent, diameter 2.50 mm, length 12 mm, was used to treat a lesion in a pt. It is reported that pt has been experiencing symptoms of allergic reaction since the implant. It is reported that pt began to experience dizziness, leg pains and vasovagal reaction approx 9 hours post procedure. It is reported that itchy lumps/inflammations on the scalp developed within one weeks of the procedure. Within 1 month of procedure, the pt was experiencing large skin eruptions, hives, itching, reoccurring itchy pimples on chest, face and scalp, fever, dizziness, lightheadedness, and generally felt terrible. The pt continues to experience stabbing pains all over, itchiness, congestion and heavy chest, hot skin patches, constant weakness and intermittent fevers. Pt has been seen by 2 allergists, 1 dermatologist, 1 heart specialist, 1 internal medicine specialist, and a g.p since the endeavor implant. Pt has been hospitalized 4 times. No diagnosis has been made. Pt is currently taking divan, avamys and 40 mg/20 mg cetirizine (antihistamine). Neither the device or procedural images have been received by medtronic for eval.

Manufacturer narrative:
Medication and hospitalization. Eval: result: allergic reaction.